Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent temperature alarms. The pump was in various temperature conditions at the time of the alarms, but none were extreme. The customer's blood glucose level ranged from not being impacted to 191 mg/dl. The customer was to use insulin injections to manage diabetes.